Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an infection and pain. The patient did report receiving medical intervention and had to go to the emergency room and was prescribed percocet for the pain. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sound abatement foam degraded and caused an infection and pain. Additional information was received about the alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity nausea / vomiting, asthma (new or worsening), inflammatory response kidney disease/toxicity. Section h6 updated in this report.